Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 67 months ago. Aneurysm and vessel morphology from the time of implant are unk. Currently, the aneurysm is 5.75 cm in diameter, the aortic neck is 1 cm in length and it is 32 mm in diameter. The distal end of the stent graft is just above the hypogastric artery on the right and on the left it is 3 mm from the hypogastric artery. There is disease progression with aortic neck dilatation as the aortic neck rapidly expanded just proximal to the aneurysm sac. It was reported that during regular f/u, the CT demonstrated that the stent graft has migrated 30 mm distal of the renal arteries with a type 1 endoleak present. The pt was not symptomatic. The pt will be treated within a couple weeks. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results & conclusion: (disease progression with aortic neck dilatation). Eval, results: (migration, endoleak).